Event description:
An initial report of hospitalization was received by united therapeutics on 26-oct-2023 and forwarded to millyard advanced medical products, llc on 27-oct-2023. A clinician from the hospital reported that the patient was admitted today for hypoxia with an unspecified pump malfunction. It was reported that troubleshooting with the pharmacy did not occur. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.